Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their teeth are permanently damaged at the roots, the aligners moved their teeth too fast which caused the roots to get short. Their dentist has said to stop treatment due to the aligners causing the damage to them.